Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) was inserted into the patient's operative eye and at that point it was realized that the haptic was broken. This was a loading error and the lens was cut out of the eye and replaced with another lens. The patient was fine, there were no complications and the patient did not need vitrectomy, sutures or incision enlargement. No further information available.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.